Manufacturer narrative:
Additional information was obtained through follow up with the author. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained through follow up with the author who provided additional event/patient details. No further information was provided.

Manufacturer narrative:
Correction: aware date of the first supplemental report - from 2020-02-24 to 2020-03-04. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: flexcath advance steerable sheath. Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events this information is based entirely on journal literature. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The model listed in the report is a representative of the model family, as there is no specific model lis ted. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿a case of prolonged sinus arrest for 5 minutes after cryo-balloon ablation to the left superior pulmonary vein.¿ journal of arrhythmia. 2020; 36(1):186-188. Doi: 10.1002/joa3.12268. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information on this patient¿s procedure for cryoablation to treat atrial fibrillation (af), using the cryoballoon catheter system. It was reported that during the procedure the patient ¿suddenly¿ lost sinus rhythm and the patient¿s blood pressure dropped. The physician injected medication, and since there was no immediate resolve, another injection was administered. Right ventricular pacing started, but no atrial potential was seen. The sinus rhythm gradually appeared, but it took five minutes for full recovery. The patient¿s blood pressure did not recover and subsequently the physician administered another injection and the patient¿s blood pressure was sufficient enough to ablate the remaining pulmonary veins without any complications. The status /location of the catheter is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.